Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage by worn scope connector (s-cover) packing. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reported malfunction documented in b5, the device evaluation findings are as follows: the adhesive around the objective lens had discoloration; the distal end was shaved; the suction cylinder and the air/water cylinder had no color; due to wear of the scope cover packing, water tightness was lost and due to clogging of the channel tube, the tube cleaning brush could not be inserted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had liquid residual. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.